Event description:
Boston scientific received information that two days post implant the patient implanted with this right ventricular (rv) lead presented to the hospital complaining of pain around the heart. The physician suspected a small perforation. The lead also had elevated threshold measurement which were due to lead dislodgement. The lead was repositioned without incident. No additional adverse patient effects were reported. The lead remains in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.